Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements over 3000 ohms since the day after the implant date.